Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer reported receiving an error message on her unlocked freestyle flash meter. It is likely the meter has exhibited the memory overwrite malfunction. The device will be investigated if it is returned. There was no report of death, serious injury or mistreatment associated with this event.